Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were having issues charging their implant and the issue began probably 3 or 4 weeks ago. Patient stated it was taking a little longer to charge the implant and they had to be specific with it and not moving on it. Patient also mentioned probably 2 weeks ago they noticed that the implant had moved and was turning in their back. Patient was sitting on the toilet and they felt a bulge in their back and it had turned the corner and was protruding on their skin. Implant was also moving more towards the center of their spine. Patient denied any recent falls, accidents, or changes in weight. Patient had a doctor's appointment tomorrow and inquired for a representative to show at the appointment. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there were low impedances/shorts. A loss of stimulation was noted. Rep tried to program around the impedances, but as the patient moved, the impedances shifted. Patient reported that battery is rotating in her pocket - could potentially be what is causing the impedance issue as patient moved and impedances were continued to be checked, the electrodes with impedances shifted. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.